Manufacturer narrative:
Investigation: historical complaint review: the investigator reviewed the complaints database for previous reports matching this customer issue. A trend analysis has been done regarding the complaints recorded for a misidentification due to a non-optimal spot preparation. No other complaint has been recorded for a klebsiella pneumoniae misidentified as corynebacterium falsenii. No capas nor non-conformities on vitek ms are linked with customer's complaint. Fine tuning: fine tuning performed the (B)(6) 2020 met the necessary specifications.. Spot preparation quality: the sample and calibrator ¿all peaks¿ values are heterogeneous. Kb review: the expected identification has been defined as klebsiella pneumoniae ssp pneumoniae, which is present in the (B)(4) kb v3.2 as klebsiella pneumoniae. Sample data analysis: analysis of the mzml sample results shows that the number of all peaks are very low and heterogeneous during the issue (between 23 and 39). Moreover, the potential misidentification result was obtained from the spectra having a low number of peaks (39) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 peaks). Note : the potential misidentification to corynebacterium falsenii has not been identified in the raw data provided by the local customer service. Biomérieux quality control laboratory did not reproduce the (B)(4) customer results, identification to corynebacterium falsenii. They obtained a single choice to klebsiella pneumoniae. Biomérieux r&d confirmed the strain identity given by the quality control laboratory. The strain has been identified to klebsiella pneumoniae ssp pneumonia. Considering the information listed above, the potential misidentification as corynebacterium falsenii could be linked to a non-optimal spot preparation. Expected identification after investigation: the expected identification has been defined as klebsiella pneumoniae. Based on the raw data provided, (B)(4) gave the expected identification. Root cause analysis: non optimal spot preparation. Corrective or preventive actions: no CAPA is needed. Local service provided additional training materials to the customer to help improve the spot preparation technique. Service also provided information regarding vitek® pickmetm (ref (B)(4)).

Event description:
A customer in the united states notified biomérieux of obtaining a misidentification of klebsiella pneumoniae as corynebacterium falsenii while testing a male patient strain from a foot tissue sample using the vitek® ms instrument (reference 410895, serial number (B)(4)). Vitek® ms results: original result: g1-corynebacterium falsenii 99% and g2-no ID; repeat result: a1-klebsiella pneumoniae and a2- no ID. Vitek® 2 results: result: k. Pneumoniae ssp pneumoniae; gram stain: gram negative rods. There is no indication or report from the laboratory that this event led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.